Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced post-operative unresponsiveness with voice and painful stimuli. It was noted that an increased tonic exam of le r>l occurred. Additionally, the patient's face was noticed to be grimaced and stiff. An actual seizure was not observed directly. An IV of levetiracitam and an IV of lorazepam were administered following the reported issue. It was noted that the relatedness of the reported issue to the procedure was unknown and that the event was not related to the ablation system used.